Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with bifurcated and 3 limb extensions on (B)(6) 2012. Patient presented emergently with a type 3b endoleak from the main body stent. The physician elected to reline by implanting a new bifurcated, 3 limb extensions and a suprarenal aortic extension to seal the leak. The patient is in stable condition.

Manufacturer narrative:
Additional information was found from a computed tomography that revealed an endoleak 3b, 1a, 1b and an unknown endoleak.